Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital biomedical engineer that the patient was experiencing pump end of life symptoms and was placed on pneumatic support using an ip console for approximately 24 hours. It was then decided by the hospital team to replace the lvad with another lvad. The patient is doing well.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing without any further issues. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.